Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:04. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with an error 810:04 was confirmed by baxter personnel during product evaluation. The root cause was assigned to the air in line board out of calibration. The air in line board was recalibrated to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.